Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the planned non-emergency treatment and the treatment got delayed for 20 minutes and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. During troubleshooting, the fse identified that the issue was due to full memory of the hard disk. The fse recreated the image store. After recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.